Manufacturer narrative:
Investigation pending.

Event description:
The customer alleged a variance between the inratio inr results and the physician's point of care (poc) inr result. The customer reported that on (B)(6) 2015, she tested and her inr was 4.0 (different strip lot than the following results, and no lot number provided). The therapeutic range was 2.0 - 3.0. At that time, her instructions were to hold her coumadin dose on (B)(6) 2015 and (B)(6) 2015, then on (B)(6) 2015 resume coumadin 10mg. She stated that she ate a lot of green during that time. On (B)(6) 2015, with the lot number on this report, her inratio inr was >7.5 and >7.5. She follow up with her physician, at the office, approximately two (2) to three (3) hours later and the physician's point of care (poc) inr was 1.3 . There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: as of (B)(6) 2015, the product has not returned for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. If the device is returned, an evaluation will be performed and a supplemental report will be submitted.